Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint sample was returned for analysis. The catheter shaft was inspected for any defects but none were found. The balloon was inspected and found to be burst/ruptured near the distal bond (at 1.4 cm from the tip). Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05798. It was reported that balloon rupture occurred. The target lesion was located in the vessel at the abdominal aorta. During an abdominal aortic aneurysm repair, a non-bsc endovascular graft was deployed. Subsequently a 33/7/2/65 equalizer balloon catheter was advanced to post-dilate the graft. However, during the first inflation about 3-4 seconds, the balloon ruptured. The balloon was completed removed form the patient. Another 33/7/2/65 equalizer balloon catheter was selected however, during the second inflation at 3-4 seconds, the balloon ruptured. The second equalizer balloon catheter was completely removed from the patient. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.